Event description:
It was reported that the customer experienced an intermittent blood glucose (bg) level displayed as "high"; although specific value was not provided with high ketones. Cause was not known. The customer changed supplies to attempt to resolve the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. On 03/30, a malfunction alarm occurred. Customer tried to address their elevated bg by a correction bolus via the pump. Reportedly, the customer called 911 and was taken to the emergency room and was subsequently admitted to the intensive care unit. Bg was treated intravenously with fluids of insulin and saline. Reportedly, the customer was released on 04/02/2023 with the issue resolved and no permanent damage. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.